Event description:
The manufacturer received information alleging a ventilator was alarming for internal battery depleted. There was no harm, or injury reported. The manufacturer received the device for evaluation, and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.